Event description:
A week after receiving a cypher stent in the mid left anterior descending (lad), the pt had thrombosis.

Manufacturer narrative:
The male pt had a medical history of angina pectoris (ap), hypertension and diabetes. The target lesions were the mid left anterior descending (lad) and the mid right coronary artery (rca). The mid lad was a de novo and concentric lesion. The lesion length was 10mm and vessel diameter was 2.5mm. Aha/acc classification of the vessel was a type a. The mid rca was a de novo and concentric lesion. The lesion length was approx 10mm and vessel diameter was 3.0mm. Aha/acc classification of the vessel was a type b1. There was 75% stenosis at both lesions before the procedure. The procedure was an elective case. For the mid lad, pre-dilation was conducted with a 2.5 x 15mm balloon at 6atm for 30seconds. A 2.5 x18mm cypher stent (lot i1006149) was implanted at 16atm for 40seconds at the target lesion. Post-dilation was conducted with the sds balloon at 16atm for 40 seconds. Timi flow was 2 before the procedure and 3 after the procedure. Ivus was not conducted. The residual % of stenosis was 0%. Act was not measured. A week later, the mid rca was treated. The procedure was an elective case. Pre-dilation was conducted but the details were unknown. A 3.0 x 18mm cypher stent was implanted at 16atm for 40 seconds at the target lesion. Post-dilation was not conducted. Timi flow was 2 before the procedure and 3 after the procedure. Ivus was not conducted. The residual % of stenosis was 0%. Act was not measured. The following day, the pt complained of chest pain and st elevation was observed. Coronary angiography was conducted and thrombus was observed at the mid lad. Aspiration and balloon angioplasty were conducted with a 2.5 x 15mm balloon at 10atm. Inflation time was unknown. A 2.75 x 24mm taxus liberte stent was implanted inside of the initially implanted cypher stent in the mid lad. Post-dilation was conducted with a 3.0 x 15mm balloon at 20atm. The pt was in stable condition. Physician indicated that the cause of the thrombotic event may be because the stent was under-dilated. This device (lot i1006149) is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.